Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had screen blacks out while working. There was no harm reported.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had screen blacks out while working. There was no harm reported .

Manufacturer narrative:
Updated fields - b4, b5, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Fields d1, d4 of the emdr is for original iabp cs100; however this iabp was upgraded to a cs300 intra-aortic balloon pump, english, 110v catalog#0998-00-3013-53 UDI#(B)(4)-h5, which was reported by the customer a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. However, on return visit to finish the pm, confirmed visually that the display image would disappear gradually until the monitor went completely blank and dark. Rebooting the system would allow the image to return. Stretched the monitor cable to ensure integrity. Replaced the 10.1¿ display monitor. Verified that the display is working properly. Product passed all functional and safety tests per manufacturer specifications.